Event description:
It was reported that during the implant procedure, it was noted that the pacemaker header could not accept the lead. While attempting to secure the lead, the setscrew detached from the header. As a result, the pacemaker could not be implanted on (B)(6) 2026 and was replaced with a new device. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the ventricular lead in the header, then the setscrew came out of the header stuck to the wrench was confirmed. Analysis revealed that the v-setscrew became stuck to the tip of the torque wrench. The cause of the setscrew being stuck to the wrench tip was incorrect insertion of the torque wrench into the setscrew inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The setscrew stuck to the wrench tip was then pulled out of the device through the septum. During lab testing with the torque wrench correctly aligned and fully inserted into the inset of the setscrew, the setscrew was tightened until the wrench clicked. The test lead that was inserted into the connector was pulled on and found to be firmly held in the connector by the setscrew. No device anomalies were found. The anomaly that occurred was related to the user/physician's incorrect use of the torque wrench when tightening the setscrew.